Event description:
It was reported that on (B)(6) 2013, during a coronary procedure to treat a target lesion in the mid left anterior descending artery (lad), a dissection occurred during deployment of a 3.0 x 12 mm xience v stent. A 3.0 x 8 mm xience v stent was implanted to treat the dissection. The dissection resolved on 11/14/2013. One day post procedure, the patient's cardiac enzymes were elevated. No treatment was provided and the enzyme elevation resolved on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, dissection of the coronary artery is listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.